Manufacturer narrative:
The reported event for inoperable ipg was confirmed. It was determined the device was running the service application software. This condition is consistent with electrocautery use during surgery. Per event details, the ipg no longer communicated following an unrelated surgery. There is guidance in the clinicians manual regarding proper handling of the device when using electrocautery. As a result of this finding, actions have been taken to prevent reoccurrence.

Event description:
It was reported that surgical intervention took place on (B)(6) 2020 wherein the patient had their ipg explanted and replaced. This addressed the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an unrelated surgery in which electrosurgical devices were used, but the ipg was placed into surgery mode prior to the procedure. The patient then tried to turn their device on but was unable to connect. Manufacturer's representative met with the patient but was also unable to connect to the patient¿s ipg. As a result, surgical intervention may take place to replace the ipg.